Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device - additional information. G3: date received by manufacturer- additional information. H2: additional information / device evaluation. H3: device evaluated by manufacturer - additional information. H6: adverse event problem component codes ¿ additional information.

Event description:
It was reported that signal loss over 1 hour occurred on (B)(6) 2023 for transmitter with serial number (B)(6) however, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test is performed and failed. Pairing test/download was performed and passed. A review of the bin file was performed and signal loss was not found for serial number 8dpwsf within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.